Event description:
Information was received indicating that a smiths medical pump alarmed "no disposable pump won't run". There was a residual volume if 95.3 ml when medication was being infused at a rate 2.2 ml/hr. Only 4.7 ml. Was delivered prior to the error. Pump fell off bed and began alarming after. Unknown if air in line. Patient not affected. There were no reported adverse events.